Event description:
User allegedly received lancet device in their et kit. When the user "pulls back lever on the device and it will automatically release on its own. Will not lock the spring into place in order for the lancet to be ejected properly".